Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly nonreactive (negative) atellica im hepatitis b surface antigen ii (hbsii) results for one patient which were discordant relative to alternate-method testing. Siemens is evaluating.

Event description:
The customer reports observation of reproducibly nonreactive (negative) atellica im hepatitis b surface antigen ii (hbsii) results for one patient which were discordant relative to alternate-method testing when using hbsii lot 318. An initial nonreactive (negative) atellica im hbsii result was obtained for a 57-year-old female patient with chronic hepatitis b. The patient¿s sample was sent to another laboratory for additional testing, where a different hepatitis b surface antigen (roche cobas hbsag) test was performed; that result was strongly positive. Hbv viral load and hbeag tests were negative. The patient has historical results from an abbott platform in 2021 showing hbsag positive, anti-hbc positive, and anti-hbs positive. The patient was viral-load negative in both 2021 and 2026. Two weeks later, the customer thawed a frozen aliquot of the same sample and re-tested it with similar results. To investigate and confirm further, an additional sample was drawn and tested. That sample also produced a nonreactive hbsii result. The positive hepatitis b surface antigen result from the roch cobas platform was accepted as correct. There are no allegations of any adverse patient consequences in association with the observed discordance.